Manufacturer narrative:
The ge representative performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an incomplete error message during boot up. No report of patient injury.